Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the ring at the reservoir compartment came off and has issues with the keypad. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit was received with intermittent response from all buttons, problem isolated to keypad assembly. Unit was received with connector at printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit passed self-test. Unit was received with missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.